Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to cardiac arrest. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if an autopsy was performed. The patient had been on apd therapy prior to death. However, it was unknown if apd therapy was ongoing up until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.